Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient was admitted to the hospital on (B)(6) with a possible pocket infection. No external factors were determined to have contributed to the issue. The cultures are pending on the infection. The patient was admitted with symptoms of malaise and anorexia. The rep stated that they would follow-up with the patient and physician. No further complications were reported.

Manufacturer narrative:
Additional information indicated that (B)(4) is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that there was no infection. The rep reported the patient was discharged and doing fine plus getting great therapy. No further complications were reported.